Event description:
A malfunction alarm with malf 12 code was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue.